Event description:
It was reported that the patient was experiencing pain and burning sensation at the ipg site. It was noted that the ipg had migrated. The patient was given lidocaine patches for the pain.